Event description:
Patient laying completely flat when the high-pressure alarm went off. Nurse assessing patient when drive line became foggy and red flecks began to appear. Intra-aortic balloon pump (iabp) representative (rep)/cardiology/ chronic care management (ccm) notified; iabp clamped from patient. Intra-aortic balloon pump intra-aortic balloon pump (iabp) pump sent to biomed.